Event description:
Cardiac arrest. An internal review of documents on 02/10/2003 revealed a pt death which has not yet been reported. Pt was grafted with 80 epicel cea grafts in 2001. Two days later, pt expired due to cardiac arrest unrelated to the use of epicel. No further details were provided. No further info is anticipated. MFR's comment: there was no evidence of contamination associated with the processing of these tissues. No processing nonconformances were associated with this patient. Sterility test samples collected pre-release and final product release were negative for growth.